Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03634).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2015. Subsequently, patient alleges loosening. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.